Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during surgery, setting and closing of the screw with the setscrew was not possible. Setscrew always jumped in the screw head. Thus no locking was possible and the screw had to be exchanged. The new screw of diameter 7.5 mm also didn't hold well. Patient complications were reported as unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.